Event description:
The rep reported the device was used during a laparoscopy. It was reported the 355l outer gasket was rippled while using the suction irrigator. The case was completed using another 355l. There was no consequence to the pt.